Event description:
The customer reported a leak from the coulter hmx hematology analyzer with autoloader. The volume of the leak was approximately 1 ml and was not contained within the instrument. The customer also reported the instrument was generating hemoglobin (hgb) voltage errors. The customer was wearing gloves and a laboratory coat at the time of the event. There was no report of direct contact with the leak. Erroneous results were not generated in connection with this event. There was no report of patient injury. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found a cracked needle assembly below the sealing ring causing the reported leak, and a misadjusted hgb lamp causing the hbg voltage error messages. The needle assembly was replaced to resolve the leak and the hgb lamp was adjusted. The repairs were verified per established procedures.